Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450, serial/lot#: (B)(6), h3: a medtronic representative went to the site to test the equipment. Testing revealed that the phenomenon did not reappear during the visit, but the 5 v spec out was confirmed from the logs. The voltage of power supply ps1 was adjusted to 5.1 v, but the voltage value was unstable, so power supply ps1 replacement was performed. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned power supply. It was installed in a test system. The system initialized. Motion, generator, communication and charging readied. Ps1 output voltage measured 5.18 vdc. 2d and 3d images were successful. No failures were found. This regulatory report is being submitted due to a retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that 2d images were taken. After alignment when trying to perform 3d imaging, it could not be started and the image acquisition system (ias) generator was not working anymore. The issue was resolved by restarting the system. After this, it operated normally and the surgery was completed successfully. There was a delay of less than one hour and no impact to the patient.